Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was found to be ruptured when the patient was inserted". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter was found to be ruptured when the patient was inserted". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon re-turn, the one-way valve was connected and tethered to the short driveline tubing. The bladder was loosely wrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. Furthermore, the separated end of the inner cannula (iabc central lumen) pierced the bladder at approximately 7.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample; blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0064in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Blood was noted within the one-way valve. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder and distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The leak from the iabc bladder was noted at approximately 7.5cm from the iabc distal tip; the leak site is consistent with contact from the damaged/ separated end of the central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 30.7cm from the iabc luer due to a blocked central lumen. Blood was noted on the guidewire. The central lumen was likely blocked by dried blood. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The bladder was also noted damaged by the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.